Event description:
It was reported that during a therapeutic ureteroscopy this uromax ultra balloon catheter, burst and made a small perforation in the ureter, which was visualized under fluoro. A stent was placed. The patient was already in inpatient, and the doctor ordered an extra night's stay at the hospital and a couple of extra days for the stent to remain indwelling. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications. Company believes user technique may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use state: potential complications: tissue trauma, tissue perforation.